Event description:
Component fractured.

Event description:
Component fractured. Since the health effect clinical code 1690 was not included in the initial report, it has been changed and provided in this follow-up report. The report type has also been corrected, selecting adverse event instead of both adverse event and product problem. Hence this updated report.